Manufacturer narrative:
Based on the claim against the product by the customer noting low energy when vessel sealer instrument was being used, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The field service engineer moved e-100 power cord to a different electrical circuit than the erbe. The field service engineer fired energy on both erbe and e100 without errors. The erbe fired. The field service engineer did not notice any inconsistencies with the blue light emitting diode (led) e-100 while firing. The field service engineer noticed ample smoke and fired the e-100 energy process successfully. The customer also questioned the power to the e-100 on their other systems. The field service engineer also successfully tested the e-100 on other system. The field service engineer ordered an e-100 as a precaution. The field service engineer sent the site a video of firing and smoke. The field service engineer will continue to monitor system/e100 and work with site to replace if necessary. The system was tested and verified as ready for use. The complaint regarding low energy was not confirmed based on the field evaluation. The probable root cause cannot be determined. This complaint is reportable malfunction event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup electrosurgical generator unit. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the system had low power on the vessel sealer instrument for e-100 and integrated electrosurgical unit (erbe). The surgeon was using the e-100 and it had low power on the second use of the energy shortly after using energy. If the surgeon applied energy two times back-to-back, the second energy was low. The customer moved to the erbe and had low energy, so the customer turned up the tissue effect to compensate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.